Event description:
Novasure handpiece failed during procedure. Vacuum light continued to appear. After several attempts at troubleshooting, handpiece was exchanged for a new device and the procedure was completed without further problems.